Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer got hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with unknown blood glucose levels at the time of the incident. The customer was given manual injections and intravenous fluids to treat. The customer experienced symptoms such as vomiting and a coma. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The doctors at the hospital were unable to control his diabetes and the customer went into a coma. The customer later passed away due to diabetic ketoacidosis after being off the pump for over a month. The customer's spouse stated that the doctors told her that due to the customer's age and years of having diabetes and kidney issues, his body was not reacting to hospital treatment and therefore the passing was not pump related. The insulin pump will not be returned for analysis on a different case.